Event description:
Using the study reconciliation - move study feature of the software when a series is moved from one accession number to another, the series is not being removed from the original pt's study info index. The series is being imported into the destination pt's study info index. However, since the series doesn't remove from the original pt, the demographics and pt study are mismatched.